Manufacturer narrative:
The customer returned the following materials for investigation: the affected meter, including the test strip tray; which was polluted. An additional test strip tray; which was lightly polluted. One vial of chemstrip 10 ux test strips. The retention lot of strips along with the customer¿s strips were measured on the affected meter and a retention meter. No false positive results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter and test strips were requested for investigation. The retention material of lot 39664800 was measured on a cobas u411/ urisys 1800 with 0-native-urine and a nitrite-dilution-series. The measurements showed no false-positive results and showed no abnormalities. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of false-positive nitrite results for an unspecified number of patient's urine samples tested with chemstrip 10 ux urine test strips on a urisys 1100 analyzer serial number (B)(4). The customer initially believed that the error was due to a software update on the meter, new software version (B)(6). The customer provided specific information about one patient and stated that the positive results were not matching the patient's clinical picture. The initial nitrite result from the meter was positive, but upon visual inspection of the test strip, the nitrite result was negative. The chemstrip 10 ux urine test strips lot number was 39664803 with an expiration date that was requested but was not provided.